Event description:
New information notes that the physician alleges that the access tool causing the issue.

Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic, due to syncope. Xray showed, twiddlers and an issue of difficult to advance, helix retraction. And revealed, noise oversensing on the right ventricular (rv) lead. Xray showed, lack of slack on the atrial (ra)lead. During the surgery, the physician attempted to implant a left ventricular lead (lv), but the patient experienced an asystole and implant was abandoned. It was also noted, the patient experienced pneumothorax, possibly caused by the rv and lv. The physician elected to explant and replace the rv lead. The patient was in stable condition.